Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 13 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal. It was further reported that the lesion was 70% stenosed and was located in the severely tortuous and severely calcified central vein.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 4 x 4,24atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 39mm in length and extended from a position 2mm proximal of the proximal markerband to 1mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 13 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.